Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
A right heart catheterization was performed for reasons unrelated to the cardiomems device and sensor pressures were compared to the data from the right heart catheter during the procedure. The sensor was recalibrated and the mean was increased by 15 mmhg. Readings were observed under the manufacturer's patient care network database.